Event description:
It was reported that the patient came to the hospital because he was shocked. A device check showed the patient received inappropriate shocks due to sensing r-waves. The doctor attempted to reposition the lead, but could not extend and retract the helix after retracting it from the heart tissue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fracture (overstress); full lead returned and analyzed.